Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient was in the hospital with severe withdrawals. Per the reporter, "somehow they forgot to reschedule the pump refill" and now they were trying to figure out if a physician could come fill the pump at the hospital or if it had to be at the pain clinic. Patient services asked how long the patient had been going through withdrawals and the reporter stated that they first noticed on (B)(6) 2025 they "kind of heard a long alarm or something" but they didn't know where it came from. The patient had a routine appointment on (B)(6) 2025 and, while the doctor was in there, the pump went off again and they went and got a device to check the pump and it was empty. The patient was sent home that day with medication to help with the withdrawals and, on (B)(6) 2025, they had to take the patient to the emergency room (ER) because the medication was not helping, so they gave the patient a morphine injection and each day the withdrawals were getting worse. The patient had an appointment (B)(6) 2025 to refill the pump, but the patient was in so much pain and "they guessed it was due to the pain". Per the reporter, the patient "did not even know the name or anything". They took an ambulance on (B)(6) 2025 to the hospital. At the time of this report, the patient was being treated for withdrawal symptoms. The reporter was redirected to the healthcare provider (hcp) to further address the issue. Patient services emailed manufacturer representatives for further assistance. It was noted that the patient was seeing a different doctor while their managing doctor was on vacation. At the time of this report, the patient was at a medical facility and they wanted someone to fill the pump.